Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm on the insulin pump. Customer reported an infusion set change resolved the issue. The customer was unable to complete troubleshooting at the time of the call. The customer stated the alarm did not occur during fill tubing. The customer's blood glucose was 429 mg/dl at the time of incident. Customer treated their high blood glucose with the insulin pump. The reservoir will be returned for analysis.

Manufacturer narrative:
Findings: evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled, and connected to a new infusion set. Installed reservoir and connector into a insulin pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.